Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 5.5mm from the balloon neck. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported: pt was very calcified. 6f/7f sheath was used. Resistance noted inserting device. Difficult pulling back. Balloon popped at second stop. Did not shuttle down, converted to manual compression for 30 minutes. Did have buddy wire in but felt sheath came out too far to continue. No hematoma. The pt was not hospitalized. Stick location: low femoral. Procedure: peripheral.